Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the day after the patient's permanent implant procedure, she developed a spinal cord infarction and bilateral lower extremity paralysis. As a result, the patient underwent emergency decompression and the scs system was explanted. The patient has regained some sensation in her feet and ankles but still does not have motor function.